Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that post a carotid stenting treatment procedure, the patient experienced hypotension. The target lesion being treated was located in the right ostium internal carotid. The lesion was 84% stenosed, 6mm in diameter and 21mm long. During the index procedure, the lesion was treated with a filterwire ez and placement of a carotid wallstent. The first carotid wallstent failed to cross the lesion. An angioplasty was performed with a 3x20mm sterling balloon. The first stent was attempted to be reused. The filterwire ez was threaded through the tip opening of the stent delivery system, however could not pass through the proximal shaft guidewire opening. A second carotid wallstent attempted to cross the lesion and was unable to pass through the stenosis. The device was removed and the lesion was re-angioplastied with a 5x20mm sterling balloon. The stent was threaded on to the filterwire ez and encountered the same issue and would not pass through the proximal shaft opening of the stent system. A third carotid wallstent was successfully implanted. Post dilation was performed. Residual stenosis was 5%. Post procedure, the patient experienced hypotension. Blood pressure was 86/33. No action was taken for this event. No patient complications were reported and the event was resolved without residual effects. The patient was discharged 1 day later.